Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level had been as low as 22mg/dl and 46mg/dl. The customer attributes the lows to stress and not being stable. The issue was documented, no further assistance provided.